Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Although the reported alarms and pump stoppages events were confirmed based on the system controller log files, the specific cause of the events could not be conclusively determined as the lvad was not returned for evaluation and the patient remains ongoing. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the pt's clinic visit on (B)(6) 2014, it was noted in the event history that the pt experienced pump off, driveline disconnect, and low speed alarms. The pt stated that he did not have any recollection of any atypical alarms. He only remembered typical power cable disconnect and low battery alarms. The event history was reviewed and the alarms were confirmed and intermittently occurred while the pt was connected to the pt cable. On (B)(6) 2014, the MFR's technical service evaluated the pt's testing. The alarm could not be reproduced when the driveline was manipulated. The pt's system controller and power module pt cable were exchanged. The pt was instructed to call the vad coordinator if he experiences any further alarms.